Manufacturer narrative:
Batch review performed on 20 november 2017. Lot 142490: (B)(4) items manufactured and released on 28 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to dislocation anterior to the tibia. The cause of dislocation is unknown. The surgeon revised the poly from a size 2 13mm moving to a size 2 17mm. The surgery was completed successfully.